Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the user facility, the subject device tested positive for unspecified multiple bacteria. Other detailed information such as the reprocessing method was not provided. The subject device was manufactured after an elevator mechanism design change in january 2016. There was no report of infection associated with this report.